Event description:
It was reported by the user site that prior to a patient exam on (B)(6) 2025, the right-side c-arm zero button on a 3dimensions mammography system was not functioning. The user site reported that when the technician pressed the motor enable and c-arm zero buttons, the c-arm continued to move. The user site reported that no errors were seen on the system, and that other system controls were working normally. The site reported that this issue had been ongoing for the past several days. No patient or user impacted was reported. A hologic field service engineer (fse) was dispatched to assess the device and confirmed that the right-side c-arm switches were not working. The fse investigated the device and confirmed that the c-arm switches needed to be replaced. The fse was able to replace the nonfunctioning switches. The device was confirmed by the fse to be working according to manufacturer¿s specifications. No further information is currently available.